Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that they were unable to capture the patient's left sided back and leg with stimulation coverage. The left lead only produced rib and abdominal stimulation. Reprogramming was not successful. The patient had great coverage as of (B)(6) 2015. Since then the patient had experienced several falls, a man giving them a bear hug that "crushed their spine" and their grandson hanging from their neck. It was noted that several events could have led to lead migration. The patient was seen by a manufacturer representative at their doctor's office on (B)(6) 2015 and the implantable neurostimulator (ins) battery was noted to be at end of service (eos). The doctor's office was in the process of setting up a replacement surgery. Since the battery was at eos further reprogramming to try and capture the patient's left side was not possible. It was not believed that any x-ray had been performed or scheduled at the time of the report. The patient was indicated for spinal pain and failed back surgery syndrome.